Event description:
It was reported during implant, the lead had impedance measuring problems. It was noted that there was fluid under the insulation of the lead. The lead was not used and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis revealed no anomalies; however, blood/body fluid was present on the distal conductor (not obstructed).